Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20471. It was reported that a patient presented to the emergency room (ER). The patient's right ventricular (rv) was found to be fractured and had a low impedance. Prior to the revision procedure on (B)(6) 2021, the patient's right atrial (ra) lead was also found to be oversensing noise leading to inappropriate automatic mode switch (ams). Both the ra and rv leads were left implanted on the left side of patient and reprogrammed to basic life supporting function. The physician implanted additional rv and ra leads with a new pacemaker on right side of the patient. Patient was stable throughout procedure.